Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The sds was wound in a hoop shape. There was a bend in the catheter approximately 40cm distal from the proximal hub luer lock of the sds. There is a tight kink approximately 149.5cm in the catheter from the proximal hub luer lock of the sds. Approximately 4cm distal from the retainer the center lumen was severed with a squared cut. The spider was loaded through the blue recovery end of the double ended catheter the filter was exposed. The distal tip of the stent delivery system, (sds), was on the wire, and wedged between the spider filter and the recovery catheter. The spider device was wound in a hoop shape. The blue recovery end of the double ended catheter exhibits several regions of column collapse. The spider device was removed from the double ended catheter to allow examination of the distal tip. The distal tip was cross sectioned longitudinally: no abnormalities or deformities were noted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The protege rx stent was inserted through a 6f sheath and advanced to right common/ external carotid artery over a .014 spiderfx wire. Approximately 75-80% concentric stenosis at the common into external carotid was targeted as the site to be stented. The physician turned the stent housing knob to ¿unlock" the catheter and used the ¿pin and pull" technique to accurately place the stent. After placement of the protege rx stent was confirmed under fluoroscopic imaging, the physician proceeded to pull back on the stent catheter and walk it off of the wire. The physician noted that no resistance was felt at any time until the last portion of the catheter came into the thouy- borst attached to the 6f sheath. The spiderfx retrieval catheter was loaded onto the wire and advanced up to the end of the 6f shuttle sheath. At this time, the physician noticed that the very distal tip of the protege rx catheter was still on the wire and sitting directly under the spiderfx filter. After discussion on possible solutions to retrieve tip and filter, the physician was able to advance retrieval catheter far enough to contain the tip of the protege rx. No adverse events were noted in the patient and no parts of the stent/ filter system remained post procedure in the patient.